Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that she was hospitalized after noticing inaccurate and fluctuating glucose readings. Before going to sleep that evening, she began to feel dizzy and nauseous. When she checked her glucose levels, her dexcom showed a reading of 400 mg/dl, but a fingerstick test indicated it was actually 90 mg/dl. She also noted that her dexcom readings were jumpy and inconsistent, which increased her concern. Because of the mismatch, the erratic readings, and how she was feeling, her father took her to mayo clinic for evaluation. While in the hospital, she was given zofran for nausea. After some time, her glucose readings began to stabilize and become more consistent. Her dexcom readings were around 300 mg/dl, while the fingerstick readings were approximately 280 mg/dl, showing closer correlation compared to earlier. She stayed in the hospital for 24 hours for observation and was discharged (B)(6) 2026 in stable condition. Since then, she has been doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid before hospitalization. The reported glucose values fall within the a zone of the parkes error grid after some time at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR a correction is required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid before hospitalization. The reported glucose values fall within the a zone of the parkes error grid after some time at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.